Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted. No damage to belt clip slot noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump fell out of their pocket and the display cracked as a result. The customer's blood glucose was unknown. The customer stated there was an internal crack across the display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.